Event description:
On (B)(6) 2012, pt reported the up button on the infusion device is defective. This issue began intermittently 2-3 days ago, and now the button will not function at all. The key-lock feature is not activated. The up button is not flat and does not work if pressed hard. The infusion device was not dropped on a hard surface in the past 48 hours. The infusion device was replaced and requested for eval. No physiological effects were reported, and he did not require treatment from a healthcare professional or second party to address the issue.